Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and urinary tract infection ('urinary infection') in a 34-year-old female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria disability, medically significant and intervention required), urinary tract infection (seriousness criterion medically significant), swelling ("swelling"), allergy to metals ("hypersensitivity to metals"), eczema ("facial eczema"), anxiety disorder ("anxiety disorder"), fatigue ("chronic tiredness"), muscle spasms ("contractions"), dyspepsia ("digestive problems"), adverse event ("damage cosmetic") and abdominal pain lower ("apparent cramps"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, urinary tract infection, swelling, allergy to metals, eczema, anxiety disorder, fatigue, muscle spasms, dyspepsia, adverse event and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, adverse event, allergy to metals, anxiety disorder, dyspepsia, eczema, fatigue, muscle spasms, pelvic pain, swelling and urinary tract infection to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and urinary tract infection ('urinary infection') in a 34-year-old female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria disability, medically significant and intervention required), urinary tract infection (seriousness criterion medically significant), swelling ("swelling"), allergy to metals ("hypersensitivity to metals"), eczema ("facial eczema"), anxiety disorder ("anxiety disorder"), fatigue ("chronic tiredness"), muscle spasms ("contractions"), dyspepsia ("digestive problems"), adverse event ("damage cosmetic") and abdominal pain lower ("apparent cramps"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, urinary tract infection, swelling, allergy to metals, eczema, anxiety disorder, fatigue, muscle spasms, dyspepsia, adverse event and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, adverse event, allergy to metals, anxiety disorder, dyspepsia, eczema, fatigue, muscle spasms, pelvic pain, swelling and urinary tract infection to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-feb-2020: patient's age at the time of event and new event apparent cramps added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and urinary tract infection ('urinary infection/ urine infections') in a 34-year-old female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "the device is inserted with medium difficulty". The patient's concurrent conditions included acute gastroenteritis. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2014, the patient experienced abdominal pain ("colic/ crampy abdominal pain/ recurrent abdominal pain"). In (B)(6) 2015, the patient experienced abdominal pain upper ("epigastric pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria disability, medically significant and intervention required), urinary tract infection (seriousness criterion medically significant), swelling ("swelling"), allergy to metals ("hypersensitivity to metals/ allergic reaction"), eczema ("facial eczema/ eczema on the face, cheek and neck"), anxiety disorder ("anxiety disorder"), fatigue ("chronic tiredness"), muscle spasms ("contractions"), dyspepsia ("digestive problems/ heartburn"), adverse event ("damage cosmetic"), abdominal pain lower ("apparent cramps"), emotional distress ("immense emotional suffering"), procedural pain ("painful placement"), pruritus ("generalized itching"), headache ("headache"), eczema eyelids ("eczema on the eyelids"), premenstrual pain ("premenstrual pain"), dysmenorrhoea ("premenstrual pain radiating to the leg that improves with menstruation") and device expulsion ("left essure partially expelled into the cavity"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, urinary tract infection, swelling, allergy to metals, eczema, anxiety disorder, fatigue, muscle spasms, dyspepsia, adverse event, abdominal pain lower, abdominal pain, emotional distress, procedural pain, abdominal pain upper, pruritus, headache, eczema eyelids, premenstrual pain, dysmenorrhoea and device expulsion outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, adverse event, allergy to metals, anxiety disorder, device expulsion, dysmenorrhoea, dyspepsia, eczema, eczema eyelids, emotional distress, fatigue, headache, muscle spasms, pelvic pain, premenstrual pain, procedural pain, pruritus, swelling and urinary tract infection to be related to essure. The reporter commented: discrepancy noted in essure insertion date: 2011. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: normal inserted right essure and a left essure partially expelled into the cavity.. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 22-mar-2022: new events added: colic, immense emotional suffering, the device is inserted with medium difficulty, painful placement, epigastric pain, generalized itching, headache, eczema on the eyelids, premenstrual pain, premenstrual pain radiating to the leg that improves with menstruation, left essure partially expelled into the cavity. Reporters, date of birth, medical history and lab data added. Essure insertion date updated. Fu 9 and 10 processed together. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and urinary tract infection ("urinary infection") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria disability, medically significant and intervention required), urinary tract infection (seriousness criterion medically significant), swelling ("swelling"), allergy to metals ("hypersensitivity to metals"), eczema ("facial eczema"), anxiety disorder ("anxiety disorder"), fatigue ("chronic tiredness"), muscle spasms ("contractions"), dyspepsia ("digestive problems") and adverse event ("damage cosmetic"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, urinary tract infection, swelling, allergy to metals, eczema, anxiety disorder, fatigue, muscle spasms, dyspepsia and adverse event outcome was unknown. The reporter considered adverse event, allergy to metals, anxiety disorder, dyspepsia, eczema, fatigue, muscle spasms, pelvic pain, swelling and urinary tract infection to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and urinary tract infection ('urinary infection/ urine infections') in a 34-year-old female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "the device is inserted with medium difficulty". The patient's concurrent conditions included acute gastroenteritis. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2014, the patient experienced abdominal pain ("colic/ crampy abdominal pain/ recurrent abdominal pain"). In (B)(6) 2015, the patient experienced abdominal pain upper ("epigastric pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria disability, medically significant and intervention required), urinary tract infection (seriousness criterion medically significant), swelling ("swelling"), allergy to metals ("hypersensitivity to metals/ allergic reaction"), eczema ("facial eczema/ eczema on the face, cheek and neck"), anxiety disorder ("anxiety disorder"), fatigue ("chronic tiredness"), muscle spasms ("contractions"), dyspepsia ("digestive problems/ heartburn"), adverse event ("damage cosmetic"), abdominal pain lower ("apparent cramps"), emotional distress ("immense emotional suffering"), procedural pain ("painful placement"), pruritus ("generalized itching"), headache ("headache"), eczema eyelids ("eczema on the eyelids"), the first episode of premenstrual pain ("premenstrual pain"), the second episode of premenstrual pain ("premenstrual pain radiating to the leg that improves with menstruation") and device expulsion ("left essure partially expelled into the cavity"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, urinary tract infection, swelling, allergy to metals, eczema, anxiety disorder, fatigue, muscle spasms, dyspepsia, adverse event, abdominal pain lower, abdominal pain, emotional distress, procedural pain, abdominal pain upper, pruritus, headache, eczema eyelids, the last episode of premenstrual pain and device expulsion outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, adverse event, allergy to metals, anxiety disorder, device expulsion, dyspepsia, eczema, eczema eyelids, emotional distress, fatigue, headache, muscle spasms, pelvic pain, procedural pain, pruritus, swelling, urinary tract infection, the first episode of premenstrual pain and the second episode of premenstrual pain to be related to essure. The reporter commented: discrepancy noted in essure insertion date: 2011. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: normal inserted right essure and a left essure partially expelled into the cavity. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 11-apr-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('pelvic pain') and urinary tract infection ('urinary infection'). In a 34-year-old female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria disability, medically significant and intervention required), urinary tract infection (seriousness criterion medically significant), swelling ("swelling"), allergy to metals ("hypersensitivity to metals"), eczema ("facial eczema"), anxiety disorder ("anxiety disorder"), fatigue ("chronic tiredness"), muscle spasms ("contractions"), dyspepsia ("digestive problems"), adverse event ("damage cosmetic"). And abdominal pain lower ("apparent cramps"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, urinary tract infection, swelling, allergy to metals, eczema, anxiety disorder, fatigue, muscle spasms, dyspepsia, adverse event and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, adverse event, allergy to metals, anxiety disorder, dyspepsia, eczema, fatigue, muscle spasms, pelvic pain, swelling and urinary tract infection to be related to essure. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2021: ha number re-sent. No new information received. Update to imdrf/FDA codes only. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and urinary tract infection ('urinary infection') in a 34-year-old female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria disability, medically significant and intervention required), urinary tract infection (seriousness criterion medically significant), swelling ("swelling"), allergy to metals ("hypersensitivity to metals"), eczema ("facial eczema"), anxiety disorder ("anxiety disorder"), fatigue ("chronic tiredness"), muscle spasms ("contractions"), dyspepsia ("digestive problems"), adverse event ("damage cosmetic") and abdominal pain lower ("apparent cramps"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, urinary tract infection, swelling, allergy to metals, eczema, anxiety disorder, fatigue, muscle spasms, dyspepsia, adverse event and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, adverse event, allergy to metals, anxiety disorder, dyspepsia, eczema, fatigue, muscle spasms, pelvic pain, swelling and urinary tract infection to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-feb-2020: patient's age at the time of event and new event apparent cramps added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.